Event description:
It was reported that a third party biomed checked the customers device and found all three (attention, charge pak and wrench) icons illuminated and the device would not complete the boot up cycle. The device internal battery charger (charge- pak) was replaced a year prior and it is unknown how long the device was in the reported condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). The biomed replaced the internal battery charger(charge pak) which cleared the attention icon but the other two icons remained illuminated. The biomed returned the device to the customer in the observed condition and it was retired from service. The customer will contact a sales representative to inquire about purchase of a replacement defibrillator. The device was not returned to physio-control for analysis. A conclusive cause of the reported event could not be determined.